Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the activation tip was broken and fel into the pt. The broken piece was retrieved with an endo grasper. It was not reported how the procedure was completed. There were no adverse consequences to the pt.